Event description:
The customer reported to customer service that her manual breast pump has mold in the small crevices of the pump body. She was not aware of the mold and just discovered it recently. She also mentioned that it seems that her baby gets sick after being fed the pumped breast milk. At the time of the report, the customer made no indication of pain or injury or medical treatment sought, if any.

Manufacturer narrative:
Customer service sent a replacement pump body to the customer. Multiple attempts to contact the customer to get add'l complaint info, including what the customer means by "the baby is getting sick" and medical treatment, if any, and to get the product back were unsuccessful. We will continue to try to get in touch with the customer. The product involved in the complaint was not returned for testing/analysis. No conclusions can be made as to the cause of the event, though it is likely the result of user handling/cleaning. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.